Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2015 and the patient was reimplanted with another device during the same procedure. This report is filed march 5th, 2015.

Manufacturer narrative:
This report is filed june 23, 2015.

Event description:
Per the clinic, the patient experienced loss of benefit with device use; the issue could not be resolved. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.